Manufacturer narrative:
(B)(4). Concomitant medical products - 103205 taperloc por fmrl 237190, 139256 m2a-magnum 42-50 tpr 835440, us157854 m2a-magnum pf cup 124580 and 157448 m2a-magnum mod hd 025010. It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04958, 0001825034-2017-04959, and 0001825034-2017-04960.

Event description:
It was reported by the patient's legal counsel that the patient underwent a revision ten years post-implantation due to pain, metallosis and mechanical loosening.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.